Event description:
It was reported that during an adenoidectomy procedure using a coblator ii controller with a procise max wand, the controller began sparking and smoking from the wand port, after connecting the wand. The procedure was postponed, as the facility did not have a back up device. The details regarding the rescheduled procedure were not provided; however, no pt complications have been reported.